Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the water filter not replaced was due to the user¿s misuse since replacement of the water was not correctly implemented. The event can be detected/prevented by following the instructions for use which state: ¿ instructions, operation manual for oer-6 chapter 7 ¿routine maintenance¿ section 7.3 ¿replacing the water filter (maj-2317)¿. The replacement frequency of the water filter was recommended in the instruction manual to be at least once in two months periodically as a guide.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer stated the filter will be replaced immediately. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Related patient identifiers: (B)(6).

Event description:
The customer reported to olympus that the gastrointestinal videoscope reprocessing water was abnormally leaking from the filter installation port when replacing the water filter; the water filter had not been replaced since delivery/installation of the device. There was no patient or procedure involved with the event.